Manufacturer narrative:
The isi representative and the robotics coordinator were contacted to request additional information regarding the reported complaint. It was indicated that the vessel sealer was not sealing completely, and no error message was received. The surgeon checked the seal before cutting the seal. The surgeon continued to use the vessel sealer, however, it was not closing completely and not sealing completely, a cut was made and there was some bleeding. The surgeon made two seals, the first one, which did not seal completely, and the second she used the back end of the vessel sealer. The surgeon sealed the bleeding with the vessel sealer. The vessel sealer was exchanged into the maryland bipolar forceps instrument and the planned procedure was completed. The patient has recovered as expected and has not returned to the hospital with complications. The instrument was returned and evaluated. Failure analysis found upon visual inspection that the wrist was dislodged at the snake disk and the main tube interface. One of the teeth was not sitting in the correct area. The conductor wire and other cables showed no damage. Failure analysis was not able to conduct any test due to the wrist damage; the instrument would not go through a cannula. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that the vessel sealer instrument would not close completely and would not complete the seal during a da vinci hysterectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no adverse outcome was reported.